Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the emergency room after receiving a shock. Low impedance and episodes of vf were observed. The lead remains implanted.